Event description:
Reference number: (B)(4). Event occurred in australia. It was reported that the patient faced infusion set cannula kinked event on 12-dec-2024. The blood glucose level was high and the patient was treated with correction via injection. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia.